Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An 8mm amplatzer vascular plug ii (avpii) was attempted and found to be too big and was removed. Next, a 6mm avpii was attempted using a 5f guiding catheter; however, the 6mm avpii was difficult to advance. Concomitantly, a perforation of a fistula occurred and the patient was referred to surgery. The cause of the perforation was suspected to be a combination of tortuous anatomy and forceful withdrawal of the avpii. The patient was reported to be in stable condition.